Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinician that review of the remote transmission indicated a drastic increase in right ventricular (rv) lead bipolar impedance. It was also noted that the patient has relatively high rv outputs programmed for the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.